Manufacturer narrative:
Concomitant product: product ID 8731, lot# b005308n27, implanted: (B)(6) 2003, product type catheter. (B)(4).

Event description:
It was reported there was an actual residual volume is greater than the expected residual volume. The healthcare provider (hcp) was getting some higher refill volumes the last couple of refills. The specific values for volumes were not known by the reporter. The pump was used to deliver gablofen. It was later reported the cause of the event was unknown, although there was no programming issue. Therewere no signs or symptoms associated with the event. The patient outcome was noted as no injury.